Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the insulation damage was noted during explant of the right ventricle lead after the patient had deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was bleeding in the stomach or intestine.